Event description:
N/a.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. The customer has advised that they have evaluated the iabp unit and the safety disk, crm, blood back tubing up to the purge assembly were replaced which corrected the issue. The functional tests were performed once repair was completed and all test passed, the iabp unit has been cleared for clinical use. Device not returned to manufacturer.

Manufacturer narrative:
The medical device ¿ problem code in the initial emdr was incorrect, and has been corrected in this mfg follow-up #3.

Manufacturer narrative:
The customer's clinical engineer has advised that the safety disk, condensation removal module (crm), blood back tubing, and fill tubing were replaced. No blood was observed past the purge assembly. Functional tests were performed upon completion of the repair and all testing passed. The iabp unit was cleared and returned to use.